Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-15 was reviewed. The last infusion set change operation prior to the review date was on (B)(6) 2024 at 9:27am while the last cartridge change was on (B)(6) 2024 at 6:40am. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No evidence of ilet malfunction was found in the engineering logs. The described low event was found following a "less than usual" sized dinner meal bolus. This meal bolus was requested while cgm glucose readings were decreasing from 90. Cgm glucose then went from 83 to 52 mg/dl. Cgm glucose was below range for 30 minutes, with a total of 15 minutes spent less than 54 mg/dl. The ilet had not made a basal request for insulin delivery since 7:07pm when cgm glucose was 124 and decreasing. The ilet did not make any basal requests throughout the low event and did not resume until cgm glucose was at least 100 and not decreasing. All cgm glucose related alerts were triggered appropriately. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs, the ilet operated as intended by decreasing and suspending insulin and triggering alerts in response to falling and low cgm glucose values. It is possible the user overestimated the carbohydrate content of their meal, and the chosen meal size was too large, which could have contributed to the severity of the event. Review of the days prior to the event shows patterns of similar insulin dosing that did not result in hypoglycemia.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 04/15/2024. On (B)(6) 2024 the cds followed-up with the user about the low bg event. The user reported they have a history of requiring glucagon routinely prior to starting the ilet. However, the user has needed glucagon twice in 2 days, sunday (B)(6) 2024 around 8am and monday (B)(6) 2024 about 8pm. The user is not aware of any contributing factors leading to these low bg event. The user reported no change in activity. The user stated their cgm glucose was reading low but did not report an exact value. The user required assistance from their mother to give a glucagon injection as they could not treat themselves. No other health effects were reported. The user's healthcare provider (hcp) reported the user has a history of severe hypoglycemic events requiring glucagon "routinely" prior to using the ilet. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 04/15/2024. A medwatch report detailing the second low bg event on 04/14/2024 is submitted on MFR report #: 3019004087-2024-00133.